Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: it was determined that the motor power was too low. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench: minimum 110 to 160 watts, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check air hose coupling, check for air leak, check reverse locking mechanism, check attachment coupling with attachments. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the compact air drive device had low power. It was not reported if there were any delays to the surgical procedure. A spare device was available to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.